Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product. The customer is not alleging a deficiency with the machine or disposables set. No medical intervention was required. (B)(6). The disposable is unavailable for eval. This report is being filed due to a product malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). The run data file was reviewed, and based on the available info, it is possible that this leukoreduction failure could not be donor related. Investigation eval and corrective actions are in-progress. A follow-up report will be provided.